Event description:
It was reported that during a non-sustained ventricular tachycardia (nsvt) episode, this cardiac resynchronization therapy pacemaker (crt-p) exhibited 2-second pauses. The patient is pacer dependent. Technical services (ts) reviewed the device data and observed that the sensitivity settings were fixed and stable but noted diaphragmatic oversensing on the right ventricular (rv) channel. No additional adverse patient effects were reported. This crt-p remains in service.